Event description:
It was reported that the patient received a lead warning; the unipolar impedance was higher than bipolar impedance. It was also reported that there was a possible insulation issue. The lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a lead warning; the unipolar impedance was higher than bipolar impedance. It was also reported that there was a possible insulation issue. The lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event. It was later reported that the lead was capped and replaced due to polarity switched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.